Event description:
Complainant alleged that during biomed testing, the device intermittently displays a "poor pad contact" message when using paddles. Complainant indicated that there was no pt involvement in the reported malfunction.